Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redu2456 showed one other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in (B)(6).

Event description:
It was reported that when performing maintenance, a nurse of the relevant department found sand holes with the extension tube of the catheter, which was also damaged. This resulted in liquid leaks. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged catheter is confirmed; however, the exact cause is unknown. One 4 fr single lumen groshong nxt clearvue catheter was returned for evaluation. An initial visual observation showed use residue on the returned sample. The catheter was observed to be broken approximately 3.2 cm distal to the strain relief. The catheter was flushed and pressurized with a 12 ml syringe of water. The catheter was found to be patent to infusion and aspiration and no leaks were found. A microscopic observation revealed the surface of the break in the catheter was mostly flat with somewhat rough and uneven edges. What appear to be very shallow striations were observed on the fracture surface. No splits, holes, or other damage were found in the extension tubing or catheter tubing proximal to the break site. While no holes, splits, or leaks were found in the returned catheter, the distal end of the catheter appears to have been damaged and broken at some point in time. It is unclear from the evidence observed on the returned catheter what caused this damage; however, possible causes include instrument damage and tensile failure. H3 other text : device not returned for evaluation.

Event description:
It was reported that when performing maintenance, a nurse of the relevant department found sand holes with the extension tube of the catheter, which was also damaged. This resulted in liquid leaks. No other information was provided.